Event description:
It was reported there was physical damage. It was also reported the epg (external pulse generator) had been dropped. The epg was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, ring cover, and both bail covers are broken. Analysis also found the serial number label is damaged. Upper case is dented (affecting keyboard fit). Control knobs are contaminated. Two case screws are missing. Battery contacts are compressed. Ring is missing. Keyboard is scratched and worn. It is noted the pause and off buttons are "squishy¿. Main pcb (printed circuit board) is out of specification. Heart lead flex is corroded. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure was caused by a capacitor component failure.